Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was initially set to five volts. During the upgrade procedure, this right atrial (ra) lead exhibited loss of capture as the lead was found out to have physical damage in the insulation. The physician used a lead repair kit on that lead due to a tight vessel. Reprogramming changes done thereafter and got the threshold under one voltage. The lead remains in service. No additional adverse patient effects were reported.